Event description:
It was reported that a user experienced an unresponsive touchscreen on the ilet device during routine use, and attempts to contact the user for troubleshooting were unsuccessful after a voicemail was left. Symptoms included no clinical effects reported. Outcomes included no reported impact on health or medical care. Investigation included a review of complaint details and user contact attempts. Investigation of this case revealed no reproducible clinical effects and insufficient information to identify a device malfunction beyond the reported unresponsive touchscreen. It was concluded that the event was device-related based on the reported touchscreen unresponsiveness, with the root cause undetermined due to limited information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.